Manufacturer narrative:
Gtin number for item: 2420-0007, lot: 17026986 is (B)(4). No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient notified the nurse that the primary tubing separated and leaked above the male luer lock while infusing ns with 20meq of kcl and connected to the patient's central line. The tubing had been in use for 3 days and the patient was not ambulating or tugging at the tubing to cause this event. There was no patient harm.